Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient continued to experience low flow alarms on 27may2017. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hw11872 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "low flows" was confirmed via log file analysis which revealed 3 low flow alarms logged on (B)(6) 2017. Parameters were within normal operating range leading up to (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the possible root causes of the reported event of low flows may be attributed to multiple factors including but not limited to incorrect placement of the pump during implant, obstruction of the inflow cannula, inappropriate setting of the pump rotational speed, and a kink in the outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient was admitted on (B)(6) 2017 for decompensated heart failure and gout. He was medically managed to an optimal fluid status. The clinical team attempted to optimize his left ventricular assist device (lvad) settings with transthoracic echocardiogram (tte) guidance, but in the end, he remained on his home settings and his "low flow" alarms were thought secondary to anatomy given placement of the vad. The patient elected to leave against medical advice late on (B)(6) 2017. He developed trouble with neck and mouth pain and was seen by dentistry who noted no infection or abscess. His pain somewhat improved. He was strongly advised to remain in hospital to allow for a safe discharge the following day, but he refused. He understood the risks of leaving the hospital. The site was able to fill his medications and he voiced that he would pick them up. The event was reported to have resolved on (B)(6) 2017. The primary investigator reported that the relationship of the event to the device, implant procedure, and patient condition could not be determined.